Event description:
On 05-jun-2026, it was reported via a sales representative via phone that an ar-1588rtt2 tightrope suture broke off of the button when tensioning the device to the patient's femur. All fragments were retrieved. Another ar-1588rtt2 tightrope was used to complete the case. This occurred during use in an acl reconstruction case. There was no patient harm or additional anesthesia administered to the patient. The case was delayed by approximately 10 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.